Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during the obtryx sling procedure. According to the complainant, post procedure, the patient presented with mesh erosion. The physician trimmed the exposed mesh and closed the incision. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."